Event description:
It was reported that approximately five weeks after implant the patient developed an infection at the implant site. The patient received antibiotics. A week later the implantable cardiac monitor had eroded through the skin. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).